Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue, and rv (right ventricular) oversensing. (B)(4).

Event description:
It was reported that t-wave oversensing (twos) was detected in stored episodes and that the r-waves were very low. Detection criterion were not met, therefore no therapy was given. No actions were taken as a result of the event. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.